Event description:
It was reported that the lead wires migrated in (B)(6) 2014 under her eye area. The patient stated that the lead wire was surgically moved to the top of the eye. The patient had surgery on (B)(6) 2014. Refer to manufacturer report number 3004209178-2014-21801.

Manufacturer narrative:
Concomitant products: product ID 37712, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3587a25, lot # n231018, implanted: (B)(6) 2012, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37712, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator. (B)(4).